Manufacturer narrative:
An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure, the surgeon cleared away the t12 vertebral body fracture, then had difficulty expanding the implant to the proper length. He was able to expand the device to the superior endplate, but the cage would not retain the expanded length. Once the tension from the superior endplate was felt by the implant, the x pod collapsed a couple of millimeters. Two implants were tried and behaved similarly once inside the wound. When expanding the implant inside the wound, the endplate became disengaged from the body of the xpod. The surgeon disengaged the inserter and extracted both pieces of the implant from the wound with a kocher forceps. Another type of device was used successfully instead.